Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The kit carrier board and compact flash were replaced.

Event description:
Following boot-up, a system error was displayed on the screen. There was no report of patient involvement.